Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the burn forceps elevator, peeled adhesive around the objective lens, and light guide lens, was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited a burn at the distal end forceps elevator, adhesive around the distal end objective lens and light guide lens were peeled. There was no patient involvement.